Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 450 mg/dl. For treatment, the patient was given intravenous (IV) of saline. The patient was given diagnostic tests, as well. The pod was worn between 24 and 36 hours on the abdomen. The patient was discharged after 4 hours.